Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer called in stating that one of the back canes on the back is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the back cane being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of it breaking. Per the initial evaluation, the back cane had snapped at the third bolt hole. An expanded evaluation was performed. The expanded evaluation report confirmed that the back cane was broken at one of the positioning holes. However, the underlying cause could not be determined.

Event description:
The dealer called in stating that one of the back canes on the back is broken.